Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (300-350 mg/dl). The customer would change out the pump supplies and deliver a bolus to address the bg level. The contact stated they were not sure why the bg was high, but as the issue was resolved with a site change, it was thought that the infusion set site was a possible cause. As the high bg events had occurred in the past, tandem technical support was unable to troubleshoot.